Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from manufacturer representative regarding a patient having infection. It was reported that screws inserted for spinal fusion on t10/l3 were removed due to infection. The date of initial surgery was (B)(6) 2009. The patient hospitalized for cerebral infarction originally, and when the patient was diagnosed at the neurosurgery,an infection was detected. There were no symptoms reported. There were no further complications reported.